Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An incorrect glucose reading issue was reported with the abbott diabetes care (adc) device. A customer reported unspecified inaccurate readings received from the adc device and it is unknown whether the customer noted a trend arrow on the device. No symptoms was reported. On (B)(6) 2026 through (B)(6) 2026, the family member stated that over the three days prior to the call, they had been administering insulin or sugar (carbs) to correct the customer's blood sugar levels due to continuous false high and false low readings from the adc device. There was no report of death or permanent impairment associated with this event.